Event description:
It was reported that externalized conductors were observed via fluoroscopy just above the rv coil. All electrical measurements were normal. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.